Manufacturer narrative:
(B)(4). Information was left out of the initial report in error and has been included in this report.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that during use on a pediatric patient the ventilator oxygen (o2) reading became 44-45% with a 40% setting. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.